Event description:
It was reported that the pouch was open. The open pouch was discovered in distribution during an annual inspection. Reportedly, the pouch seal was partially opened. The box was intact and there was no damage to the product. The package was handled normally as per consignment procedures. The product was not used clinically and was not re-sterilised or repackaged. There was no patient involvement.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is currently in progress. Evaluated by manufacturer: the sample evaluation is not yet complete.